Manufacturer narrative:
The reported event stated the guidewire was stuck in the farawave catheter however the customer returned the guidewire without the catheter. Analysis took place on the guidewire as returned. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The guidewire returned without the distal weld. There was a portion of coil returned sheared from the guidewire, which was overstretched and tangled up in itself. There was no sign of tensile overload on either side of the shear point on the coil, suggesting it had been cut with a sharp instrument. The ribbon was fractured. The ribbon shows evidence of necking at the fracture point, suggesting that this fracture is due to tensile overload. The core remained intact. There are two kinks, 6.6cm and 23.5cm from the proximal end. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The classification as reported is "functional: unable to remove" however upon inspection the classification as investigated is "damaged: fracture/shear". At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: per cnf, it was reported that: [?] Event [?] Others (please specify the details in the event description column.) [?] What was the activated clotting time (act)? [?] 300 seconds or more [?] When did the defect occur? [?] During catheter preparation, the guidewire was inserted into the catheter to check deployment, but a defect occurred where the wire became stuck and could no longer move partway through. The catheter and guidewire were replaced with another lot numbers, and the procedure was successfully completed. Physician comments: patient outcome: no patient injury infected: no generator/controller: unknown ablation catheter used: unknown other used: unknown. Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.